Event description:
It was reported that the procedure was to treat the mid left anterior descending artery (lad) with mild tortuosity, heavy calcification and 90% stenosis. A balance middleweight (bmw) elite guide wire was used in the procedure with a non-abbott micro catheter. However, the guide wire met resistance with the micro catheter and was difficult to remove from the micro catheter. Therefore, the two devices were removed together as a unit from the patient anatomy. There were no damages observed on the guide wire. There were no adverse patient adverse effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there does not appear to be any indication of a product quality deficiency.